Event description:
Md inserted a stenting catheter and then decided to remove it. During removal drug eluting stent catheter broke inside body. No foreign objects remained inside body. All pieces removed.